Manufacturer narrative:
Product recall initiated 08/21/2007. (B) (4)

Event description:
During the review of paper (B) (4) double bundle anterior cruciate ligament reconstruction using a polylactide carbonate (calaxo) osteoconductive interference screw. One patient had a postoperative infection with no other complications reported.